Manufacturer narrative:
Received one device. The customer concern of unit front case damage was confirmed, upon further investigation, found upstream occlusion sensor (uso) seal buckling. Replaced uso seal. Performed downstream occlusion sensor (dso) /uso sensor calibration. Performed performance verification tests (pvt), unit pass all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
Received one device. The customer reported issue was able to be replicated through visual inspection, in addition to uso seal buckling. Unit has front case damage. There was no patient involvement.